Event description:
It was reported that the patient had a covid-19 infection. Approximately ten days later, the patient was admitted for sepsis. A computerized tomography (CT) was done of the head which revealed a subarachnoid hemorrhage (sah) after the patient had focal neurological deficits and slight coordination issues following a supratherapeutic international normalized ratio (inr) upon admission. A chest/abdomen/pelvis CT also demonstrated gas and fluid collections along the driveline traversing to the outflow canula. Laboratory data showed cultures positive for gram positive cocci, white blood cell count (wbc) of 23.4. The patient was treated with antibiotics and intravenous (IV) fluids. The clinician noticed a lack of pulsatility on the log file report and suspected right heart failure (rhf). Although there were no signs and symptoms of rhf, a cardiac catheterization was done. The ventricular assist device (vad) and driveline remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. Review of the available controller log files revealed a gradual decrease in power consumption and estimated flows, with an associated decrease in pulsatility, starting on 18-sep-2022. As a result, the reported "lack of pulsatility on the log file report" event was confirmed. Additionally, one (1) suction alarm was logged on 25-aug-2022. Information received from the site indicated that the patient had a covid-19 infection and, approximately ten days later, the patient was admitted for sepsis. A computerized tomography (CT) of the head revealed a subarachnoid hemorrhage after the patient had focal neurological deficits and slight coordination issues following a supratherapeutic international normalized ratio (inr) upon admission. A chest/abdomen/pelvis CT also demonstrated gas and fluid collections along the driveline traversing to the outflow cannula. Laboratory data showed cultures positive for gram positive cocci and the patient was treated with antibiotics and intravenous fluids. Right heart failure was suspected and a cardiac catheterization was done. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, right ventricular failure, and neurologic dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the risk documentation, multiple factors may have contributed to the observed low flow and suction events including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling and/or inappropriate pump rotational speed. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.